Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient´s husband found the patient unresponsive on the floor between 4:30pm and 5:00pm. He called an ambulance and they arrived at 5:15 pm. They took a blood glucose reading which was 30 mg/dl and the cgm was reading 116 mg/dl. The paramedics treated the patient with a dextrose shot and the patient recovered. The patient was not taken to the hospital. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.